Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50, serial # (B)(4), description: phase iii linear lead with preloaded enhanced stylet - 50 cm

Event description:
A report was received that the patient was receiving an error code on the remote control. Multiple ipg resets were performed which fixed the problem briefly but the error code would return. The patient's stimulation would change after the ipg resets. Reprogramming was performed but was not successful. The patient underwent an explant procedure and the devices were replaced. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was receiving an error code on the remote control. Multiple ipg resets were performed which fixed the problem briefly but the error code would return. The patient's stimulation would change after the ipg resets. Reprogramming was performed but was not successful. The patient underwent an explant procedure and the devices were replaced. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all visual, electrical, performance tests performed. The device exhibited normal device characteristics. The reported error code does not reappear during the failure analysis. However, it was reported that the device has been in the error condition occasionally. The code 0010001000 contains two messages: "flash: application code segment crc error", indicating the application code segment in the flash memory in microprocessor is corrupted, and the other is "power on reset", which indicates that the battery level has reached below the threshold. Failure analysis could not replicate the application code segment crc error, and the root cause could not be determined. The reported stimulation shifting could not be verified as the device working normally. The lead exhibits normal characteristics.